Manufacturer narrative:
G4: 23oct2020. B4: 26oct2020. The central processing unit (cpu)was returned to manufacturer to failure investigation (fi) for analysis. Customer complaint verified. Root cause is physical damage to connector j1. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18jun2020.

Event description:
The customer reported during pm customer found that the nurse call connector was broken. There was no patient involvement.

Manufacturer narrative:
G4: 16aug2020 b4: 25aug2020 the remote service engineer (rse) confirmed the reported failure. The customer replaced the central processing (cpu) unit board. The unit was tested and it returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.